Event description:
It was reported that patient undergoing treatment with epidural injections for pain management to treat continuous back pain. On (B)(6) 2010, patient underwent spinal fusion using rhbmp-2/ acs from l5-s1. Patient received post-op treatment in the form of physical therapy after the surgery. Patient was able to return to work in (B)(6) 2010. However, by (B)(6) 2010, elevated pain returned. Patient returned in severe pain. He continued to suffer from continuous and excruciating pain in the back.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.